Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). Pump received not stuck in the manufacturing mode. S/w 2.8c. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with energizer alkaline battery. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. Data analysis: 11/15/17 daily total of all insulin delivered = 61.1. 11/16/17 daily total of all insulin delivered = 48. 11/17/17 daily total of all insulin delivered = 46.45. 11/18/17 daily total of all insulin delivered = 48. 11/19/17 daily total of all insulin delivered = 57.725. 11/20/17 daily total of all insulin delivered = 18.2. 11/21/17 daily total of all insulin delivered = 0.

Event description:
Complaints text 04/12/2018, 15:48:57, xiongl7 updated warranty to reflect date of death ((B)(6) 2017) and marked account as inactive. Complaints text 04/12/2018, 15:47:19, xiongl7 created so 51601569 for returning pump back to medtronic. Called cust.'s husband at (B)(6), spoke with (B)(6). Explained medtronic does not need supplies (reservoirs/sets) back. He understands. Complaints text 04/12/2018, 15:05:00, erp_rfc_user related svn (B)(4)complaints text 04/12/2018, 15:03:46, martij233. Initial notes: cust called to return his deceased wifes pump and supplies inquired what led up to the complaint. Customer response: customers wife passed away due to non pump related health issues. Reporting party name: (B)(6). Reporting party phone: (B)(6). Reporting party relationship to deceased: husband. Pump serial number: unknown . Pump material number: unknown. Glucometer: ascensia. Cgm: medtronic cgm was not included in the patient's diabetes therapy. Date of death: (B)(6) 2017. Bg at time of death: unkown. Cause of customer passing as indicated by reporting party: overdose gavapeten. Location of customer's passing: unknown. Customer was not wearing the pump at time of passing. Length of time customer was off pump prior to passing: greater than 48 hours. Reason provided by reporting party for why customer was off pump at time of passing: cust had hip replacement surgery. Other health issues: reporting party does not indicate other health issues or illness that may have contributed, or led up, to passing. Pump return to mdt: reporting party agreed to return the pump. Inf/res (in use at time of event) return to mdt: reporting party agreed to return the inf/res. Reporting party ship-to name for return material shipment: ralph cotton. Reporting party ship-to address for return material shipment: (B)(6). Customer agrees to have return label(s) mailed (3 day arrival) and return materials will ship overnight. Returning product to be shipped to mdt via ups. Carelink upload: reporting party did not report dka, high bg, low bg, or allege under, or over, delivery of the pump. Carelink upload was not requested. Customer's outcome pertaining to the complaint: cust info was documented .. Cus advised that he would receive return labels and box for pump and supplies. Additional notes: unable to verify pump serial number an supplies due to customer nto being home btu did stated she only had one pump with us. Ship: nothing / return: nothing.